Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a cartridge change error occurred. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.